Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter function wasn't working properly. There was no patient impact or medical intervention required.

Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in a plastic zip lock bag along with a bl5325wv pack label from lot v4063. The tip protector was not returned. The needle was not bent. The port window was in the opened position with debris visible inside. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter was clogged and would not cut. It should be noted that a loss of vacuum due to the clogged cutter could contribute to poor cutting performance. Due to the returned used condition, the cause of the clogged cutter cannot be determined.